Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pocket was failed and not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 pocket a4 had failed and was not detected on the bus. A field service engineer returned from a previous visit to resolve an issue where the tray was not functioning due to spillage from acetal acid. After replacing the tray component, pocket a4 began working, as the spillage had caused the malfunction specifically in that pocket. Once the tray was replaced, the engineer updated the firmware, enabling the pockets to function properly. All functionality was successfully tested using the hardware testing application, and the customer was able to use the device in the user application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer pocket was failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.